Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5099763.

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances. The patient underwent a lead replacement procedure wherein a paddle lead was implanted. The patient was doing well postoperatively. The explanted devices were discarded by the facility.